Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a death occurred. The pt presented to the ER and was emergently transferred to the ccl. The pt was dnr and was "going down" and receiving minimal resuscitation coming into the room. The pt continued to code during the procedure. A taxus liberte' 3.0x32mm drug eluting stent was placed. The stent was patent however there was "no-flow phenomenon" distal to the stent post deployment. The pt was unable to come out of asystole. The pt was pronounced dead approx 10-15 minutes post deployment due to acute myocardial infarction. It was the physician's opinion that the stent did not contribute to the pt's death.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.